Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings), h10, h11. Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that during inspection the cardiosave intra-aortic balloon pump (iabp) had power cord / plug failure. There was no patient involvement and no harm reported. Getinge field service engineer (fse) submitted a quotation after receiving notification of ac cord winding failure. The hospital is considering whether to carry out repairs and has decided not to do so at this time. H3 other text : no information on device has evaluated.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during hospital inspection, the cardiosave intra-aortic balloon pump (iabp) unit had a defective ac cord winding. There was no patient involvement.